Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) explanted following the patient's death 33 months ago, was returned to guidant. There is no allegation against the device. Laboratory analysis determined there was premature battery depletion and the device will undergo further analysis to determine the cause of the battery depletion.